Manufacturer narrative:
Following return and completion of laboratory analysis, another report will be completed.

Event description:
It was reported that this device was explanted due to a depleted battery. The attending physician stated that the rate of depletion was not as expected during the implanted duration; specifically since the previous follow-up. The explanted unit is intended to be returned for a longevity assessment. Another boston scientific device was implanted without complications.

Event description:
It was reported that this device was explanted due to a depleted battery. The attending physician stated that the rate of depletion was not as expected during the implanted duration; specifically since the previous follow-up. The explanted unit was returned for a longevity assessment. Another boston scientific device was implanted without complications.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory found the device recorded a battery depletion alert on (B)(6) 2019. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery. This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.